Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter indicated that the pump was not correctly figuring the insulin on board (iob). The reporter indicated that the iob indicated zero units even though the patient had just bolused 2.7 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed no activity outside of normal use. The total daily dosage added up correctly and reflected the programmed basal target. The pump powered on and displays the verify screen. During testing, the pump was primed and was exercised correctly. Force sensor calibration reading was found to be within specifications. The insulin on board was set to 2 hours post bolus and a 2.7 unit ez-carb bolus was executed. The insulin on board function was found to be accurate and functioned properly. There was no defect found during the investigation.